Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy pads and garment straps. In addition to having a skin irritation under the lifevest equipment, the patient reported that her hand and the top of her feet were itchy. The patient confirmed having a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician who prescribed a benadryl pill and gave the patient permission to take off the equipment every 6 hours. Follow up indicated that taking the lifevest off and using the benadryl pill helped the skin irritation improve.